Event description:
The technician alleged the side rail was off of the bed. No injury reported.

Manufacturer narrative:
The technician stated that he believes the side rail was torn off of the bed but could not get details from the account to prove that statement. The technician replaced the side rail center arm assembly and reassembled the side rail to resolve the issue.